Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not detach from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle won't come off from the pen. A patient using ozempic contacted us. The patient tried to remove the needle after puncturing it but unable to do so and brought it to the pharmacy attached to the pen. The pharmacy was also unable to remove it and consulted novo, the manufacturer of the pen. They managed to remove the needle, but asked the patient to check if the needle was also the cause of the problem.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution? Yes, d9: returned to manufacturer on: 12-feb-2024 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ pen needle would not detach from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle won't come off from the pen. A patient using ozempic contacted us. The patient tried to remove the needle after puncturing it but unable to do so and brought it to the pharmacy attached to the pen. The pharmacy was also unable to remove it and consulted novo, the manufacturer of the pen. They managed to remove the needle, but asked the patient to check if the needle was also the cause of the problem.